Manufacturer narrative:
Date of event was reported as 7-8 months ago ((B)(6) 2016). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was in an overdischarged state. The patient wasn't feeling stimulation and communication was unable to be established on the patient programmer, recharger, or clinician programmer (B)(4). A physician mode reset (pmr) was performed and the manufacturer representative was to clear the power on reset (por) as soon as the ins was 25% charged. It was reviewed that the patient shouldn't attempt to turn the ins on or off until the por was cleared. It was noted that the issue started 7-8 months prior to the date of this report. Additional information provided on (B)(4) 2016 reported that the manufacturer representative was able to pull the patient¿s ins out of an overdischarge state, but couldn't get the device to hold a charge. Follow up information received from the manufacturer¿s representative on (B)(6) 2016 reported that the patient was scheduled for replacement of the device on (B)(6) 2016 but the physician cancelled the procedure due to the patient being sick. The indications for use for the implanted device were noted as spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.